Event description:
Bear iii ventilator (rented), stopped functioning and alarmed: "vent. Inop." An rt flipped the circuit breaker off/on and turned on the vent. Only to have it shut down again within two seconds. Patient was manually ventilated until another ventilator replaced the first. There was no adverse effect on the patient.